Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose was 417 mg/dl. The patient does not contact the health care provider for high blood glucose. The customer stated that they have a back up plan. The patient has treated with manual injection. Patient does feel okay to troubleshoot. It was explained to the customer that high blood glucose are often caused by site or set issues. The customer was advised to check the insulin vial. The patient was advised to change the entire set, reservoir and insulin and treat per health care provider instructions. The patient was advised to speak with health care provider to find out why her blood glucose are going high.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.